Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 10 charge processes had been documented. The memory content of the ICD was analyzed, and it could be seen that the eos battery state was not as expected. The ICD's ability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, but this was due to the already severely discharge battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load continued to be unremarkable. For further analysis, the battery was returned to the manufacturer for a destructive analysis. Analysis of the battery:first, the manufacturing process of this battery was reviewed, and the battery underwent a visual and x-ray incoming inspection. No anomalies were detected. All manufacturing steps had been carried out correctly, the visual inspection and the x-ray analysis showed a normal and expected battery structure. Next, calorimetric measurements were performed. The measurements did not provide any indications of a possible increased self-discharge of the battery. The battery was opened and destructively analyzed. The visual and electrical inspection of the internal structure did not show any anomalies. In summary, the cause of the premature battery depletion could not be determined despite a thorough and time-intensive analysis.

Event description:
Ous MDR - after an implantation time of about 29 months, it was reported that the ICD showed 'eos'. The lead values were within the normal range, and no macroscopic defects were visible on the lead (sn not reported/implanted in 2006). The ICD was explanted and returned to biotronik for analysis. The lead was left in place and connected to the new ICD.